Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a navistar® rmt thermocool® electrophysiology catheter and the connector pulled out of the handle. There was no patient consequence. This event was originally considered non-reportable; however, an exhaustive investigation is being performed since bwi became aware that shaft and flexible tip assembly transition area was cracked open leaving internal parts exposed and have reassessed the event as reportable since this could potentially contribute to an adverse event.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a navistar rmt thermocool electrophysiology catheter and the connector pulled out of the handle. There was no patient consequence. This event was originally considered non-reportable; however, an exhaustive investigation was performed since bwi became aware that shaft and flexible tip assembly transition area was cracked open leaving internal parts exposed. Investigation has reached to a conclusion and has reassessed the event as reportable as it was found that the polyimide stiffener was out of place due to insufficient pu applied within the detach section and this could contribute to an adverse event. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and the reported condition was confirmed. Further investigation revealed that pu (adhesive) was partially applied around the connector threads. This is not a reportable event. However, during the investigation it was noticed that the tip and the shaft were partially detached making this event reportable. Further examination revealed that the polyimide stiffener was out of place due to insufficient pu was applied within the detach section. Pu was found properly applied around the tip ¿ shaft transition externally. Wires were still attached in the tip section, not allowing a complete detachment. Manufacturing team was involved for this investigation and the manufacturing process was reviewed. Work instructions were properly followed and operators were properly certified. Therefore, this can be considered as an isolated case. Nonetheless, awareness training was provided to the operators. The complaints database has been reviewed and there is no other complaint reported from the same lot number. Finally, a follow up was made with the affiliate and he confirmed that the physician did not notice the tip ¿ shaft condition. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The reported customer complaint regarding the connector has been verified.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).